Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/09/2016. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported in a journal article that the patient underwent an open hernia repair on unknown date between 2006 and 2009 and mesh was implanted on the closed posterior plane of dorsal aponeurosis, overlapping the defect and covering the old incision. During the procedure, the hernia sack was left in place to protect the abdominal organs from contact with the mesh. The rectus muscle aponeurosis was opened anteriorly and muscles were separated from the dorsal blades. It was only fixed with a midline running suture and the anterior rectus aponeuroses were then closed, or sutured to the mesh if the gap could not be covered. Within eight weeks after the procedure, the patient experienced a recurrence, mesh infection, hematoma, umbilical necrosis and neuralgic pain. It was possible that the patient experienced intestinal obstruction and was operated twice. No further information is available.